Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed that the pulse generator exhibited oversensing. The device was reprogrammed. No patient symptoms were reported.